Event description:
It was reported that the stent was fractured after implant. No additional information is available at this time.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The event investigation is currently underway. Very limited/no information has been provided in spite of numerous attempts to obtain information.